Manufacturer narrative:
The pump was received with no esc or act button response due to corroded keypad traces. Unable to perform the displacement test or verify the auto off alarm due to no button response. The pump also had a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
No blood glucose levels reported. The nephew of the customer reported that the customer was hospitalized due to a heart attack. The nephew of the customer also reported that one of the buttons of the insulin pump was unresponsive after a battery change. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.